Event description:
Per the territory manager report, in a transfemoral tavr procedure, during deployment of the sapien valve the pacemaker capture was lost and big piece of calcium shifted the 23mm sapien valve aortic. Attempts to push the valve more ventricular were not effective and the valve was seated in the sinuses, jailing the coronary ostia. The left coronary artery (lca) system had grafts, and in the right coronary artery (rca) blood flow was observed. The patient was stable, but had moderate paravalvular leak (pvl). A 2nd 23mm sapien valve was deployed 60/40 within the 1st valve. This resulted in a well positioned valve with no pvl, and the patient was hemodynamically stable. As the patient was getting prepared to be moved off the o.r table to the bed, the pressure dropped in the 30's and CPR was initiated. An angiogram was performed to view the coronaries. The left main and grafts were open and the rca, while not being sub-selected totally, was visible. The patient¿s pressure had improved. The echo revealed no effusion and while the team was trying to figure out what could have happened, the echo cardiographer observed that the patient¿s right ventricle was hypokinetic. They went in again to view the rca, but this time it could not be visualized. The decision was made to put the patient on cardiopulmonary bypass (cpb) to intervene on the rca. After multiple failed attempts to cannulate the rca from the percutaneous antegrade approach, the decision was made to locate the rca from a mini-thoracotomy and wire it retrograde, which was successful. A stent was placed at the ostium of the rca. The end result showed flow in the rca and the patient was weaned off bypass and transitioned to an iabp for transfer to her room. The following morning the patient was hemodynamically stable and responding to commands, although still intubated and on balloon pump. It was reported that the patient infarcted 6 days later and passed away. Per report there was discussion that maybe a clot or some other emboli may have been liberated during the angiogram and causing the rca obstruction and the subsequent events. The image intensifier angle (iia) was fair. The aortic annulus diameter measured 19mm (by tee) and had severe leaflet calcification. The patient ejection fraction was of 70%.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and coronary flow obstruction are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The IFU cautions that the safety and effectiveness of the sapien valve has not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, the cause of the reported post deployment too-aortic valve position and coronary artery occlusion cannot be confirmed; however, it appears to be related to the loss of pacing capture, preserved ejection fraction and severe bulky calcification causing the valve to move upwards during deployment. According to the information provided, it was possible that a clot or some other emboli may have been liberated during the coronary angiogram and causing the rca obstruction and the subsequent events. Per report, 6 days after the procedure the patient had a mi and passed away. The patient¿s history of underlying cad s/p CABG and recent stenting may have contributed to this event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.